Event description:
During evaluation of the homechoice (hc) device, the (B)(6) laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: therapy monitored volume failed performance specification. The patient discontinued use of the device due to receiving a transplant. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy during fill 1. The product analysis lab evaluated the device. Accuracy confirmation and temperature tests were performed and passed. Multiple short therapies were performed and completed successfully. The cause for rite test failure - volumetric accuracy during fill 1 was undetermined. A service history review revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.